Manufacturer narrative:
(B)(4). Review of the operative note confirms that the patient under primary right total knee replacement. No complications noted during the procedure. Review of notes dated twenty seven months after the primary confirms that the patient underwent revision total knee arthroplasty due to loosening and fracture of the tibia. Device history record was reviewed and no discrepancies were found. No device or photos were received; therefore, the condition of the components is unknown. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona tibia cat#: 42532007502 lot#: 62779010, persona femoral ps cemented standard cat#:42-5006-064-02, lot#:62766381, palacos r 1x40 single cat#: 00111214001 lot#: 79614390. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00667, 3007963827 - 2018 - 00139, 0001822565 - 2019 - 01887. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Location unknown.

Event description:
It was reported that the patient was revised twenty seven months after initial knee arthroplasty due to loosening.